Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition. Error history log review found a force sensor test. The root cause of the reported issue was found to be incorrect assembly - manufacturing. Actions were taken to mitigate the reported issue: replaced force sensor and recalibrated. Performed calibration on the pump and passed.

Event description:
It was reported that the pump had a system failure - force sensor test failure. No patient injury was reported.